Event description:
Customer initially reports that the file broke in the root of the tooth during use. Patient needed to see a specialist because of the damage. On (B)(6) 2014, customer reports doctor was performing a root canal when the device broke off in the root, the part remains in the root. Patient is to see an endodontist. Antibiotics were prescribed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.